Event description:
It was reported that during the surgical procedure, the customer experienced a recurring 212 system error code, which caused the instrument arms to "softlock" and release the patient tissue held by the instruments. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system faults experienced by the customer were associated with the endoscopic camera manipulator (ecm). The system was repaired by replacing the affected ecm. The ecm was returned to isi for failure analysis investigation. Based on the system logs, a motor encoder and potentiometer were replaced. As of january 3, 2007, there have been no reported recurrences of the issue at this hospital.